Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿bending section has a pinhole " was confirmed. The following findings were noted during device evaluation: due to a cut on angle wire, bending section cannot be bent in up direction at all, due to a pinhole on bending rubber and the channel tube, water tightness is lost, due to wear of zoom lever, water tightness is lost, due to wear of angle wire, bending angle in up direction and the play of the up/down knob does not meet specifications, adhesive on the bending section has a chip, crack and white clouded area, adhesive around objective lens is peeled, and connecting tube has a scratch and grip is shaved. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that the evis lucera elite gastrointestinal videoscope bending section has a pinhole. Upon inspection and evaluation, foreign matter clogging in the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown from the obtained information if the reprocessing has been implemented in line with the instructions for use (IFU), we could not specify the cause of the remaining foreign material. The event can be detected by following the IFU sections which state: chapter 3 preparation and inspection, ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.